Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not syncing to the server. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not synchronizing to the server. A technical support specialist (tss) found a connection attempt failed because the connected party did not properly respond after a period of time. Tss restarted both the bd data sync service and bd maintenance service, but the issue persists. Tss performed to configure the network connection, corrected the health insurance technology and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.